Manufacturer narrative:
The device was serviced on-site by a field service technician as part of preventive maintenance. Visual inspection, functional testing, and a review of the alarm log were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The f-38 alarm was identified during sample analysis. The cause of the condition was determined to be damaged force sensing resistors (fsrs). The device was taken out of service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump presented an f-38 alarm (malfunction in tube misloading detection circuitry). No additional information is available.